Manufacturer narrative:
This is 2/3 reports.. Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that 'a post-market clinical follow-up (pmcf) survey was conducted for wingspan device and responses (double blinded) from physicians was received on (B)(6) 2025. The clinical specialists involved in the survey were from united states, china, japan, italy and spain'. Below are the negative responses received from italy during the survey deployment: vasospasm (patient outcome was ongoing recovery at time of 24-month follow-up), - symptomatic (post procedural) vasospasm (patient outcome was ongoing recovery at time of 24-month follow-up), catheter's degree of pushability was not as expected throughout the procedure, 1, 2, 3, 4, 5 attempts to achieve delivery of the stent to the target vessel, kinking with catheter at any point throughout procedure, catheter's flexibility was not appropriate to facilitate successful navigation to the treatment target, catheter's trackability was not as expected throughout the procedure the reportable patient vasospasm serious is listed in the wingspan dfu as an anticipated outcome of these types of procedures. Therefore, an assignable cause of anticipated procedural complication will be assigned to this as reported event.

Event description:
Post-market clinical follow-up (pmcf) double blind survey was conducted for subject stent where physicians from italy participated. Results from the survey stated adverse events vasospasm, and symptomatic (post procedural) vasospasm were reported to have occurred as per the responses received. No further information is available.

Event description:
Post-market clinical follow-up (pmcf) double blind survey was conducted for subject stent where physicians from italy participated. Results from the survey stated adverse events vasospasm, and symptomatic (post procedural) vasospasm were reported to have occurred as per the responses received. No further information is available.